Event description:
Female pt with acquired adverse scar formation had a curved integra tissue expander, model 3614es-03, implanted on 12/16/1996. Physician discovered alleged leakage and explanted the tissue expander on 2/18/1997.